Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that perfluoropropane gas bubble in eye reduced in size prematurely in the patient eye. Procedure was completed and patient harm was not reported. Additional information has been received indicating that the event occurred during surgery but not noted until post operative (post-op). The gas fill was noted to be low at post-op and perfluoropropane was not dispensed.

Manufacturer narrative:
The c3f8 (perfluoropropane) tank was not returned for evaluation. A review of the batch production record could not be performed because the lot number was not reported. The expiration date could not be determined. A review of the complaint records could not be performed because the lot number was not provided. A review of confirmed complaints for leaking cylinders of this type or for c3f8 not lasting as long as expected. Both were for cylinders that leaked at the valve to cylinder connection. The root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).